Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during dwell 4 of 4 on the home choice (hc). The technical service representative (tsr) reviewed the alarm log and explained the se 2240. There were no unused lines or leaks. The home patient (hp) did not disconnect. The tsr assisted to retrieve the cassette and advised the hp to let the registered nurse (rn) know about the alarm. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.